Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high with small ketone levels; cause was not known. Customer delivered a correction bolus via pump and administered a manual injection to address bg level. The customer was admitted into the emergency room, subsequently hospitalized. Customer was monitored at the hospital and continued to use pump for insulin therapy. Customer was not released from the hospital at time of event. Reportedly, issue was resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.